Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had an infection that included positive blood cultures and there was bacteremia and septicemia identified. The system was removed. No further patient complications have been reported as a result of this event.